Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called needing assistance programming his insulin pump. Customer's blood glucose is 415 mg/dl. He stated his blood glucose is high because he has eaten this morning. He is trying to link his meter to his insulin pump so he can deliver a bolus. Customer was assisted with programming his device. Nothing further reported.